Event description:
The device was used during a lung resection procedure. Reportedly, the staples did not form properly. The surgeon manually oversewed to complete the procedure. The hospital has reported no patient injury occurred.